Event description:
It was reported that when the stent was being advanced out of the sheath the stent came off the balloon at the valve of the sheath. The stent and delivery catheter were removed. The physician was unable to get the stent to the desired location due to the lack of support of the rosen wire. He decided to pull the stent out to place another stiffer wire. When taking the stent out, it got caught on the sheath and pulled off the balloon. The patient was unharmed.

Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted.